Event description:
The device was used during a laparoscopic cholecystectomy procedure. Teh clips did not form properly. The surgeon used another instrument. The hosp has reported that no pt injury occurred.